Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert it heated up; no injury resulted.

Manufacturer narrative:
Insert meets water temperature requirement. Inserts for the lot involved were tested 100% for water flow, spray pattern and water leaks. A DHR review was conducted with no discrepancies noted.